Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s charger was broken and the device was not charging, and troubleshooting was attempted without resolution; a replacement charger was provided. Symptoms included none related to glycemic control. Outcomes included no alerts, no alarms, and no impact to blood glucose. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed a charger malfunction associated with the external power/charging component, with failure to charge confirmed by unsuccessful troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.